Manufacturer narrative:
During an internal review, it was determined that ¿outcomes attributed to adverse event is disability or permanent damage¿ was inadvertently not selected. However, due to implantation of a pacemaker has now been selected. Also, ¿section "usage of device¿ was also inadvertently not selected, it has now been populated with ¿initial use of device¿. The awareness date for this information is june 7, 2019. Investigation summary: it was reported that a 50-year-old female patient with history of heart block underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered 2nd degree heart block (2:1) requiring pacemaker implantation. During the ablation phase, the patient went into a 2:1 heart block. A permanent pacemaker was implanted. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was patient¿s anatomy related. No biosense webster, inc. Product malfunctions were reported. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30178188l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) female patient with history of heart block underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered 2nd degree heart block (2:1) requiring pacemaker implantation. During the ablation phase, the patient went into a 2:1 heart block. A permanent pacemaker was implanted. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. A follow up test post pacemaker implant revealed the patient was in normal sinus rhythm, there¿s a discussion of possibly removing the pacemaker. Physician¿s opinion regarding the cause of the adverse event is that it was patient¿s anatomy related. No biosense webster, inc. Product malfunctions were reported. The ablation settings included: 30 watts of power and temperature of 37 degrees and tip: 110. The biosense webster, inc. Product analysis lab received the device for evaluation on may 14, 2019, and it was it was noted that on initial visual inspection that there was no visual damage or anomalies observed.